Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore an evaluation was not performed. The lot number is unknown therefore a batch review could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. The customer reported that the transfer set valve was found to be faulty. The patient did an exchange and when the exchange was complete they closed the transfer set valve; however, fluids were still leaking from the valve. The patient then closed the transfer set with a minicap, but there was some minor flow back into the transfer set tube. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.